Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10641. It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation it was noted that the right atrial (ra) lead exhibited intermittent loss of capture and low pacing impedance; the right ventricular (rv) lead exhibited loss of capture, loss of sensing and decreased pacing impedance. On (B)(6) 2020, during lead revision procedure, it was noted that the rv lead helix failed to extend. The ra lead was repositioned; the rv lead was explanted and replaced. The patient remained in stable condition.